Manufacturer narrative:
H4: device manufacture date: the lot was manufactured in october 2023. H11: the device was received for evaluation. A visual inspection of the returned sample was performed and observed a black spot in the cap of chamber. The reported condition was verified. The cause of the reported condition can be attributed to the specific raw material issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6), should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard administration set had contamination. The event was further described as "soiled in its original packaging". This was observed prior to patient use. There was no patient involvement. No additional information is available.